Event description:
It was reported that the left ventricular (lv) lead triggered a lead impedance warning five days post implant. The lv lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.